Manufacturer narrative:
No product was returned for evaluation. The ilet logs were reviewed by beta bionics failure investigation department. No evidence of device malfunction was found in the engineering logs. Device data confirmed hyperglycemia on the reported event date following a supply change. The ilet was behaving as intended and can be seen reacting appropriately to cgm glucose values. The ilet was appropriately triggering device and cgm glucose alerts. No product performance issues were identified. If the product is received at a later date, the complaint will be reopened and investigated accordingly. No anomalies were observed. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. Based on case notes and device data, the ilet operated as intended. This hyperglycemic event was likely caused by an infusion set failure, complicated by the scar tissue the user mentioned they have that impacts their insulin absorption.

Event description:
On 10/2/2024, an ilet user reported they experienced a high blood glucose (bg) event resulting in hospitalization. The event occurred on 9/30/2024. The user reported on (B)(6) 2024, they woke up around 4 am with high bg (596 mg/dl) and suspected poor insulin absorption, prompting them to change their infusion site to the opposite side of the abdomen. Despite this, their condition worsened, leading them to call 911 around 5 am. During the call, they noted no abnormalities in the infusion set supplies, but mentioned significant scar tissue that could affect insulin absorption. The user was using the convatec inset (23", 6mm) teflon infusion set. The user was admitted to the hospital on (B)(6) 2024 and released on (B)(6) 2024, having experienced loss of consciousness, vomiting, and an inability to stand. While hospitalized, they received treatment including an insulin drip, potassium, zofran, and morphine. They indicated having high ketones and followed their ketone action plan (kap).